Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the buttons are not working correctly. Stated the buttons have been hard since the beginning and even the healthcare professional also has problems with buttons and getting no delivery alarms. The buttons don't respond . The act button has to be pressed around in order to get it to work. The time does advance. During troubleshooting for no delivery cust states the pump wasn't delivering correctly and gave too much insulin because of a no delivery. The customers's blood glucose was 30 mg/dl at the time of the incident. The customer treated with food. . The customer does not know his current blood glucose. The customer went to their healthcare professional on (B)(6) 2017 and their blood sugar was 200 mg/dl and then 300 mg/dl and they treated with the pump. The customer changed their infusion set on (B)(6) 2017. The insulin pump is returning.

Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened dome switch on bolus, escape, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly and excessive no delivery alarms noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the dat test at 0.08740 inches. Pump received with cracked reservoir tube lip and minor scratches on display window noted.